Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician reported right side rupture and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: broken sharp and underweight. A visual and microscopic analysis was performed which identified,sharp broken on posterior and crease flat. A dimension measurement in the shell was performed which identify, the thickness within specification. Base on the device analysis, the final assessment is: a sharp pattern on posterior of broken device assessed, as an unidentified (tear) opening.

Event description:
Physician reported, right side rupture. And capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture

Event description:
Physician reported right side rupture and capsular contracture baker grade iii. Device has been explanted.